Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the presidio coil (pc410062630/c31700) was stretched when struggling to insert the coil. At the time of initial contact the product was available for return.

Manufacturer narrative:
The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the core wire was severely bent. Located 18.5 centimeters off the proximal end is unreported damage of the core wire being kinked. The circumstances of how and when this damage occurred cannot be determined. The coil was advanced and retracted multiple times form the distal tip of the green introducer with no problems encountered. The coil was returned undamaged with no signs of stretching was found. The coil¿s socket ring was found to have been pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other and the articulating junction is now in a fixed position. Located on the top proximal end of the resheathing tool¿s open cutout section, the v notch has been fractured with the damaged edge elevated above the surface plane. The locking mechanism has compression, stretching, and indentation damage with the skive found to have been opened up from binding action. No manufacturing defects were found. The complaint of the coil stretching cannot be confirmed. The coil was returned intact and undamaged with no signs of stretching found; therefore the root cause of the coil stretching cannot be determined. The complaint of the end user struggling to introduce the coil into the unknown microcatheter is confirmed. The evidence strongly indicates that the most likely root cause of the end users introduction difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath, damaged the locking mechanism, and opened up the skive. These conditions along with the binding action prevented the end user from successfully introducing the coil into the unidentified microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the coil stretch was not confirmed. Procedural factors outlined in the IFU likely contributed to the insertion difficulty. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.